Event description:
Manufacturer ref.#: 271501.

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for investigation. Simulated use test of the received oxygen gas module has reproduced the described customer issue. It was found that a pressure sensor inside the oxygen gas module was the cause of the failure. Evaluation of the received device logs confirms the reported problem. We could trace back the reported problem to (B)(6)2019 , therefore the date of event was determined as (B)(6)2019 . If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the failure was caused by a pressure sensor inside the oxygen gas module.

Event description:
It was reported that the o2 supply pressure often dropped out of normal range. There was no patient harm. (B)(4).